Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue pull ring cap of a minicap transfer set was discovered to be disconnected from the catheter adapter upon opening the packaging. This event was observed prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.